Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced the infusion set occlusion event on 16-mar-2026. Since the patient had high blood glucose (465 mg/dl) and intravenous therapy was resumed. No further information available.